Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an esophagus procedure, not all of the clamps went out of the cartridge. Changed the reload to complete the procedure. There was no patient consequence.